Event description:
At 8 am pt found with broken tracheostomy - outer cannula at point where trach connects to ventilator hose. Trach also noted to have cuff leak. Pt c/o sob. Pt transported to ed for tracheostomy replacement. Chest x-ray 3/22/96. Report "lungs clear of foreign matter." MFR recommends 29 days without implant.